Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (prime issue.) The reported stated the pump can rewind, however, the pump emits a ¿no cartridge detected¿ message during the load step and the pump cancels the loading. This occurred with a new cartridge filled with insulin and with an empty cartridge to see if the pump would accept another cartridge at all. This complaint is being reported because there is the potential for long term cessation of insulin delivery to the patient if the warning cannot be cleared and the pump properly primed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: investigation was able to duplicate an intermittent load step malfunction. The pump cover was removed and a crack was found at the force sensor.